Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿.

Event description:
The complainant reported that a patient with existing protek duo, right ventricular assist device with an oxygenator had an impella 5.5 placed. On day two of impella support, there was concern for flow saturation given increased left ventricle signal pressures and dampened motor current, as well as unexpectedly high flow on p-7. There was also a concern of hemolysis as lactate dehydrogenase increased from the 400's to 900's. The impella 5.5 was exchanged for a new one with improved waveforms and appropriate flows. On day four of impella 5.5 support, the patient was septic and cultures were positive. Intervention is unknown. On day eight of impella 5.5 support, ventricular tachycardia (vt) occurred with one shock. Formal echocardiogram showed the impella measuring deep at 7.3 centimeters (cm). The device pulled back 2 cm and the vt resolved. It was further reported that the family decided to withdraw care and the patient expired. This report represents the second impella pump. Another report was submitted to represent the issues that occurred on the first impella pump. Refer to section h.10 for the related report number.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned. Tachycardia, sepsis: the root cause of the injury was unable to be determined due to insufficient clinical details. Positioning issue: no product was returned. Echo showed impella measuring deep at 7.3cm. The cause of the positioning issue was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.